Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a failure of the patient circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The investigation reported that no image found with 180 scopes, and the device was troubleshooted using the test patient board set. It was found that the unit test patient board was defective and needs to be replaced. The unit was also covered with corrosion inside which possible affect its functionality. The unit's chassis and video socket connector had defective locker, and it did not secure the scope video cable due to wear in the locker. In additional the power switch was cracks around, but still function. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii video system center exhibited no image with a scope connected. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.